Event description:
It was reported that a catheter issue led to the patient's death. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of the opticross hd catheter snapped while in the right coronary artery. Following this detachment, the patient had died.

Event description:
It was reported that a catheter issue led to the patient's death. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of the opticross hd catheter snapped while in the right coronary artery. Following this detachment, the patient had died.